Event description:
It was reported that the right ventricular lead exhibited noise oversensing resulting in pacing inhibition. Programming changes were made to resolve the anomaly. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).